Event description:
It was reported that no alert/ notification occurred. On the day of the event, the patient was sleeping, at around 1:30 am the husband, who was still awake noticed that the patient´s cgm was 51 mg/dl but the mobile app did not alert via audio or vibrate. Due to hypoglycemia the patient was making gargling sounds and heavy breathing. The husband then tried to treat her and administered a nasal glucagon spray but the patient started to experience seizures where she bit her tongue really hard. At that point, the husband called their daughter who was just downstairs and instructed their daughter to call 911. At around 3:45 am, the emergency medical technicians (emt) arrived and administered dextrose IV to the patient. The patient declined to be taken to the hospital. At around 4:30 the emt left. The husband continued to monitor the patient´s blood glucose via bg meter. The patient was treated by the husband with juice since the patient´s blood glucose was staying at around 61-79 mg/dl 3 hours after the emt left before her readings became normal. At the time of the report the patient was having trouble eating but was doing okay. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.